Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter emergency medical services (ems. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017, 6:00pm when she obtained a result of 315mg/dl using the subject device compared to a result of 42mg/dl using an ems meter. Performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with lantus and novolog insulin (self-adjuster) and reportedly made no change to her usual diabetes management routine in response to the alleged issue. The patient stated that around 1 hour after the alleged product issue began she developed symptoms of ¿nausea, dizzy and irritable¿ and called (ems) where her blood glucose was measured using the afore mentioned ems meter which provided the reading of 42mg/dl. The patient stated that she received IV glucose treatment from an hcp the patient was unable to recall the exact time of treatment. At the time of troubleshooting, the csr determined that the correct testing steps were carried out, the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly, within expiry date. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.